Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed prior to spaceoar placement during the same procedure. On (B)(6) 2021, two weeks after spaceoar placement the patient presented with onset peri-rectal bleeding, on (B)(6) 2021, the physician reported that the patient had significant bleeding and had lost 1 liter of blood. The patient also developed an anterior rectal wall ulcer and bowel function was a little disturbed. The patient is currently on antibiotics and was treated with examination under anesthesia and repair. The patient therapy was placed on hold while waiting for the ulcer to heal. There may have been some extrusion of the spaceoar gel through a full thickness peroration. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.